Event description:
Event determined to be reportable based on analysis approved 01/16/2008: it was reported that during a drug-eluting stent procedure, the catheter was unable to cross the lesion. The 85% stenosed and severely calcified lesion was located in the mid to distal left anterior descending (lad) artery. Access was obtained via an unspecified femoral artery. The taxus liberte 32mm x 3.00mm stent delivery system (sds) was advanced to the lesion, however, the catheter was unable to cross the lesion. The device was removed and the procedure was completed with another of the same device. No patient injuries or complications were reported. The patient's status is reported as "good". Device analysis revealed stent damage.

Manufacturer narrative:
Visual examination of the returned device found proximal stent damage. Some of the stent struts were severely misaligned. No kinks or damage were noticed along the shaft of the device. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted. The balloon was tightly wrapped and did not appear to have been subjected to any positive pressure. The product mandrel was returned inserted in the device. Due to the presence of solidified contrast media, it was not possible to remove the product mandrel. However, during our analysis while attempting to remove the mandrel, the stent became detached from the balloon. No additional product analysis or external evaluations were performed. A review of the manufacturing documentation for this batch number confirms that the device met its material, assembly and product specifications. The most probable root cause can be attributed to operational context due to anatomical/procedural factors encountered during the procedure which limited the performance of the device.